Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-01533. It was reported the patient experienced ineffective therapy. Diagnostics discovered high impedance in both of the patient's leads. As a result, the patient underwent surgical intervention wherein both of the patient's leads were explanted and replaced. Effective therapy was restored postoperatively.